Event description:
Surgeon was using the l/s single tooth tenaculum during the laparoscopic supracervical hysterectomy procedure and the tip of the instrument fell apart. All pieces were retrieved laparoscopically.====================== health professional's impression======================unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a thyroid procedure, the tissue pad fell off, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed.